Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a rotator cuff repair, after firing an expressew iii suturer passer w/o hook, the device was stuck, the spring plate could not return back automatically and had to be returned back manually. After surgery, they tried again, the spring plate still could not return back automatically and it was broken. The complaint device was received and evaluated. The expresssew was received along with the needle. Visual observations reveals that the expresssew is slightly worn and used, but in expected condition. When visually inspecting the needle, it could be observed that a part of the tip was missing, the tip was cut. The upper jaw could be opened and closed easily with no restrictions. When performing the functional test, the needle stood stuck when the trigger was released, it has to be pushed back manually to it¿s original position. Therefore, this complaint can be confirmed. The possible root cause for the jamming condition can be related to the constant use of the device that wears away it's internal parts. Since this device is reusable, the metal begins to lose it's shape due to the continuous usage causing wear of internal components leading to rough deployment issues. For the needle breakage, it can be attributed to the metal fatigue due to repeated sliding trough the shaft. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a rotator cuff repair, after firing an expressew iii sutuer passer w/o hook, the device was stuck, the spring plate could not return back automatically and had to be returned back manually. After surgery, they tried again, the spring plate still could not return back automatically and it was broken. All the pieces will be returned. No surgical delay or patient consequences reported. No additional information could be provided.